Event description:
It was reported that the patient presented a week ago with a return of spasticity. Several tests were performed including a dye study, pump rotor study and magnetic resonance imaging (MRI). It was concluded that the patients catheter had migrated from thoracic vertebra 2 (t2) to lumbar 2/3 (l2/3). It was therefore decided that the catheter, as well as the pump, which had 23 months to elective replacement indicator, would be replaced. During the revision, the old catheter was found, still anchored; however, the proximal end of the catheter was not attached. It had broken off and was sitting in the intrathecal space. Therefore the catheter was actually not patent, it had not migrated, and the dye study actually showed where the breakage in the catheter was. The remaining catheter was removed, as well as the old pump. A new catheter and pump were implanted. It was also noted that there was patient injury and that the patient recovered fully. It was further reported that the location of the issue was at the distal (spinal segment). When the back incision was opened, it was observed that approximately 41cm of the distal catheter had broken off the remaining distal component at the entry into the intrathecal space, and could not be located. The remaining distal catheter, as well as the anchor, and the proximal catheter and connector were all present. It was additionally reported that the medication in the pump was lioresal. On (B)(6) 2014, the patient presented to the emergency room with significant increase in spasms. The patient also had some nausea and vomiting previous to their presentation at the hospital. The pump was interrogated on (B)(6) 2014 and the logs were read and no adverse events were found, no missed refill or any alarms. On (B)(6) 2014, they tried to aspirate cerebrospinal fluid (csf) from the side port but could not aspirate anything but a flash of fluid. They injected contrast via the sideport and under fluoroscopy the dye appeared to be intrathecal, but they could not clearly identify where the catheter tip was. When they injected contrast, the patient stated that they felt a ¿flush of baclofen¿ just like when they have their regularly programmed boluses during the day. A pump refill was performed on (B)(6) 2014 and established that the pump seemed to be delivering the correct volume due to the residual volume they got back. However, patient spasms continued to be a problem. On (B)(6) 2014, MRI was performed and it was noted the patient was ¿topped up¿ with oral baclofen during this time. While awaiting MRI results, they programmed a bolus to see if there was any effect but there was no real reduction in spasms. MRI results indicated that the catheter tip was at l2, and they had received confirmation that the catheter had been previously at t2 and looked like it had migrated out significantly. It was also noted that a significant contributor to the problem was that this health care provider (hcp) had never met this patient before. As previously noted, the catheter and pump were replaced and that the pump eri was 26 months. The patient was now doing very well. It was again noted that the catheter was thought to have migrated; however, in surgery, it was found that it had broken.

Manufacturer narrative:
Product ID: 8709sc, lot# b0909949k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter body was broken. The distal end of segment 2 had a jagged look to it along with a oval shape when viewed in cross section. This indicated the catheter was compressed at this area and most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.